Event description:
Boston scientific received information that this pacemaker declared end of life (eol) earlier than expected. At the last device check the device was not yet at elective replacement time (ert) and the auto capture feature was on. It was a possibility the device declared elective replacement time (ert) and auto capture was turned off. Per device design, the pacing outputs would have been set at two times the last measured threshold. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated a replacement procedure was performed and the device was explanted. No additional adverse patient effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, this report will be updated.